Event description:
Meter name: one touch profile. Strip name: one touch teststrips. Meter code 8. Strip code: 8. Strip storage: unknown. Symptoms: thirsty. A pt reported they took insulin based on the meter reading. Their meter allegedly was inaccurately high. The result on their meter was hi. No other blood glucose tests were reported. No comparisons reported. Treatment was: pt took insulin based on the meter reading. No further info has been reported.